Event description:
4:13 pm cst - spoke with customer - 1 bottle leaked from the area between the catheter and the drainage line connection; once the leak was detected, line was clamped, removed, catheter and mess cleaned, new bottle replaced. Customer was able to complete drainage with next bottle.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001382395 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
4:13 pm cst - spoke with customer - 1 bottle leaked from the area between the catheter and the drainage line connection; once the leak was detected, line was clamped, removed, catheter and mess cleaned, new bottle replaced. Customer was able to complete drainage with next bottle.